Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 5 units and it was filled with approximately 112 units of insulin. The customer¿s blood glucose level was 233mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.